Event description:
It was reported that the product was missing the english label on the inner package. There was no patient involvement and no patient harm/adverse event reported.the customer stated they were unable to return the product.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation was done based on photo which was provided by customer. On the photo there is shown one unit pack which is correctly labeled and one unit pack with missing label. The complaint was confirmed. The root cause was manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The production staff were notified about this complaint via quality alert. No other complaints were raised against the reported lot number and no trend of similar complaints was identified. Therefore, this was considered an isolated incident.